Manufacturer narrative:
D4: UDI number for this product code is not required to be registered. The actual device was returned to the manufacturing facility for evaluation. Visual inspection of the thermistor probe found no obvious anomalies in the appearance. Visual inspection of the oxygenator module found no anomalies in the appearance. The actual sample was rinsed and dried. A temperature sensor cable was connected to the thermistor probe of the actual device and the temperature was determined while saline solution circulated in the actual device. The obtained temperature values were confirmed to meet manufacturing specification. A review of the device history record and product release decision control sheet of the involved product code/lot # combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The investigation result verified that the actual sample was normal product. Simulation testing conducted on the actual sample did not duplicate the customer's complaint. The actual cause of the reported event cannot be definitively determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported an unstable thermistor probe reading on the capiox device during a procedure. Follow up communication with the user facility reported the following information: during the extracorporeal circulation, the temperature of the arterial blood determined with the thermistor probe at the oxygenator outlet became unstable showing some incorrect values on the display; suspecting the temperature monitor of being defective, the customer switched the connection of the temperature probe to the thermistor probe at the venous blood inlet port; the temperature determination became stable; it was determined the temperature monitor was not the cause, it was not completely impossible to determine the temperature of the arterial blood but the obtained values were unstable; the customer continued to use the actual sample until the end of the extracorporeal circulation; and the patient was not harmed.